Event description:
During a ptca procedure, balloon removal difficulties were encountered. Upon removal after inflation, resistance was encountered. The catheter and the wire were removed as one with force. No patient injuries or complications were reported.